Event description:
The customer complained of questionable glucose results for 3 neonate patients tested on an accu-chek inform ii meter, serial number (B)(4). From the data provided, the glucose results for 1 neonate patient was a reportable malfunction. At 1:15 pm the result from the meter was 36 mg/dl. A laboratory glucose result of 40 mg/dl was obtained at 1:18 pm. The specific test method was not provided. At 1:19 pm the result from the meter was 47 mg/dl. At 20:17 the result from the meter was 32 mg/dl. At 20:19 the result from the meter was 41 mg/dl. There was no allegation of an adverse event. No treatment was provided based on the meter results. The customer confirmed that controls are run every 24 hours with acceptable results. The suspect product was requested to be returned for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The patient's meter was returned for investigation. The returned meter was measured with retention strips. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: level 1: 40, 41, 41 mg/dl, level 2: 280, 278, 283 mg/dl. All returned results are within acceptable range. No information was provided in the complaint case that would point to a cause for the result discrepancy.